Manufacturer narrative:
Follow up conversation with company rep. No conclusion can be drawn at this time.

Event description:
During an x-stop implantation procedure, a fracture of the spinous process occurred. The physician stopped the implant procedure and proceeded with a laminectomy.